Manufacturer narrative:
Covidien reference: (B)(4). One tracheostomy tube was received for evaluation. Visual inspection confirmed the cuff exhibiting a total of six cuts. Inflation/deflation tests were performed by applying air to the cuff, which immediately deflated. The customer reported malfunction was confirmed.

Event description:
A report was received stating a tracheostomy tube's cuff "does not blow up". It was reported that the event happened during an unknown procedure. No additional information has been obtained by the manufacturer. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).